Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that a positive architect i2000 bhcg result of 815 miu/ml was reported on a female patient. Echography was performed. The sample was confirmed negative at another facility (method not provided). The sample retested at <2.0 miu/ml on the architect i2000. No further impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. (Other) echography in response to this issue an investigation was conducted. As part of the investigation, a review of the manufacturing, testing and release data of the lot in question was carried out and demonstrated that all specifications were met and did not reveal any event or issue that could impact the performance of architect total b-hcg reagent kit, lot number 54913jn00. Further testing protocol was executed to examine the performance of the architect total b-hcg reagent kit and two other approved lots. All of the reagent lots tested performed equivalently. The investigation also examined the performance of architect total b-hcg reagent lot 54913jn00 using thirty-five patient samples specifically selected to evaluate different aspects of the assay performance. No false positive results were observed. Two vials of the serum sample referenced in the complaint, were received from the customer and evaluated for the presence of heterophillic antibodies using the archiect total b-hcg reagent kit, lot number 54913jn00. Each sample was tested with and without hbt (heterophillic blocking tubes) treatment. No false positive results were obtained and there was no difference in the total b-hcg concentrations of the untreated patient samples when compared to the treated samples, which indicated that heterophillic antibodies were not present in the patient sample. A review of the complaint trending reports for the period of 2007 revealed no adverse trends associated with architect total b-hcg. Based upon the investigation and review of the information available, the root cause of the initial positive result could not be determined. It was concluded that the architect total b-hcg reagent lot 54913jn00 is meeting its safety, effectiveness and label claims. This is the final report.